Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the caller through a pump reset, after which the cgm error code no longer appeared. The caller was able to successfully start a new sensor session.